Event description:
Failed to osseointegrate.

Manufacturer narrative:
Although a different failure type was selected by the customer in the pir, the complaint was reclassified based on the clinical timeline provided.